Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to feelings /normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on ¿(B)(6) 2016.¿ the patient reported that he was unable to recall the blood glucose result he obtained on the subject meter which he compared to feelings /normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient takes a combination of medications to manage his diabetes including lantus and amaryl and stated that on ¿(B)(6) 2016¿ he continued with his usual dose including sliding scale of ¿lantus 10mg and amaryl 8mg¿ as a result of the alleged product issue. The patient reported that ¿half an hour¿ after the alleged product issue began he developed the symptom of ¿sweat, hot and nervous.¿ the patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable unwilling to answer if the test strips were stored correctly or expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.